Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08740 inches. No over delivery anomalies noted. Device received with cracked retainer and cracked reservoir tube lip. The p-cap does lock properly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Blood glucose reading was 540 mg/dl at the time of incident and then went to 537 mg/dl after given a 14 units bolus after an hour. Customer¿s blood glucose reading dropped to 34 mg/dl for low blood glucose and treated with juice and then blood glucose reading went up to 71 mg/dl. Customer¿s other blood glucose readings were 200 mg/dl and 100 to 120 mg/dl. Customer was treated with insulin injections. Customer had symptoms such as nausea, vomiting and thirsty. Customer also reported that the insulin pump had loose retainer ring as well as reservoir did lock in place. Customer was not using auto mode. Troubleshooting was performed for high blood glucose. Customer was not using auto mode. Customer did not allege pump was under delivering. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr,unomed-inf set.